Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).

Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient´s spouse reported that on (B)(6) 2024, the patient experienced a significant reaction to the optune gio arrays during chemotherapy with temozolomide. Reportedly, the patient's healthcare provider suspected irritant dermatitis caused by the array electrodes or adhesive during chemotherapy. The patient was prescribed a cortisone and dexpanthenol ointment, wound dressings and desloratadine. Images were provided showing mild to moderate skin irritation with skin lesions and redness on the frontal as well as left and right temporal region of the patient's head. The prescribing physician was contacted for further details without reply.